Event description:
It was reported that a patient presented to the emergency room with complaints of shocks. X-ray was performed and revealed that the right ventricular (rv) lead had dislodged resulting in inappropriate therapy. The physician elected to explant and replace the rv lead. The patient condition was stable.